Event description:
It was reported that during a super cervical hysterectomy procedure, the device was being used and the tissue pad melted and started to detach. No piece fell into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/17/2008. Info not provided during initial contact. Info anticipated, but unavailable at this time.